Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil prematurely detached. The patient was undergoing treatment for cardiac fistula embolization. The patients blood flow and vessel tortuosity were normal. It was reported that when removing the spring from the protection sheath, the spring was already detached, making it impossible to use. The spring coil was removed from the patient and not implanted. No medical or surgical interventions were required. The pushwire was not bent or broken. There had been no friction or difficulty, no detachment attempts, no repositioning, no rotation of the delivery wire, and no problems with the instant detacher. A continuous flush was not used. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU).